Event description:
Per the clinic, the patient experienced a performance decrement and reported pain with device use, resulting in the decision to discontinue use of the device. The implanted device remains. There are plans to implant the contralateral eat, however, it is unknown if this has occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.